Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the rep that the lcsc5 shears were used by the surgeon for about 5 minutes when it started to make strange noises. Upon examining the shears, the surgeon noticed that the white plastic piece was missing. It was found on the mayo stand. Another device was used to complete the case. There was no consequence to the pt.